Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: at analysis it was determined that the printer was defective and the power cable was missing. The printer was replaced, the power cable was added, software was installed and the device was cleaned. It then passed its electrical safety test and all final and functional systems tests. (B)(4).

Event description:
It was reported that during the start-up of the programmer it generated a "serious" error indicating that the company should be contacted. The programmer was returned for service. No patient complications have been reported as a result of this event.